Event description:
Within a few minutes of using the alarm, the device has somehow malfunctioned and overheated resulting in burning my son in his sleep. He was barely asleep when he realized that something was not right and the alarm was extremely hot. He safely removed the alarm and was not injured. It is unfortunate that this happened within 30 minutes of use. The alarm batteries were removed to prevent further heatup and we have not used it since.